Manufacturer narrative:
(B)(4)

Event description:
It was reported "the needle hub cracked during initial insertion (subclavian left). No damage to the patient occurred." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample and the photos provided by the customer. One crack was observed on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the customer report, photos, and the sample received, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was fully implemented (B)(6) 2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the needle hub cracked during initial insertion (subclavian left). No damage to the patient occurred." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".